Event description:
It was reported that this right ventricular lead was explanted due to perforating the heart wall and exhibiting loss of capture. Asystole for less that 2 seconds was also observed. Another lead as implanted instead. No further adverse effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to perforating the heart wall and exhibiting loss of capture. Asystole for less that 2 seconds was also observed. Another lead as implanted instead. No further adverse effects were reported.